Event description:
When pt opened the referenced vial of glucose strips they found a cardboard disk on top of the strips and a gritty substance adhering to the strips and in the bottom of the vial. The suspect vial was the second opened from a box of 4 vials that pt purchased. The 1st and 3rd vials opened were normal. Pt has not opened the 4th vial.